Manufacturer narrative:
A follow-up report will be submited upon completion of the investigation.

Event description:
It was reported to philips that the device screen started to flicker therefore a leads ECG reading could not be obtained. There was no reported negative patient impact. A backup unit was used.